Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, the reported phenomenon of (1) ¿abnormal keys on the front panel¿ was reproduced, and it was determined to have occurred due to a faulty front panel. The reported phenomenon (2) of ¿no image occurred¿ was determined to have occurred due to a faulty receptacle board (ex board). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center had a black screen and the brightness adjustment does not function. The issue occurred during preparation for use for a diagnostic gastroscopy/enteroscopy procedure. There was no delay and the procedure was completed with a similar device. There were no reports of patient harm. The device was returned and evaluated, and a front panel unit failure was found. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of brightness adjustment not functioning was not confirmed; however, it was found that the front panel was faulty, due to which, the switches on it failed. The additional evaluation findings are as follows: there was no image due to a faulty printed circuit board, the outer frame was rusty, the printed board at the rear panel was rusty and the light guide connector socket was rusty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.